Manufacturer narrative:
The customer has provided instrument files for further investigation. Investigation is underway. The customer has run calibrations and qc and the instrument is operational. The cause of this event is unknown.

Event description:
The customer reported that they received a discrepant high potassium (k+) result on one patient compared to retesting of a new sample on their laboratory instrument. There is no report of injury due to this event.

Manufacturer narrative:
A review of the provided instrument files for potassium (k+) indicates that the instrument was performing as intended for the duration of the measurement cartridge use-life. No k+ sensor error flags were observed, calibration and raw sample response profiles appeared typical, and all aqc samples recovered within the published limits. The k+ sensor was performing as intended at time of analysis of the escalated sample. Difference in matrices (whole blood vs serum) may have impacted the discrepant results. A definitive root cause of this issue cannot be determined. The instrument is currently installed and performing as intended at the customer site. The instrument remained operational without changing the measurement cartridge. The cause of this event is unknown. No product problem identified.